Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving an amphirion deep balloon catheter, a balloon burst occurred during inflation at the distal pedal artery, which was identified as a calcified target lesion. The balloon experienced a circumferential/radial burst at an inflation pressure of 14 atms. A non-medtronic inflation device was used for balloon inflation. The procedure was completed by removing the balloon catheter gently, and another device was used to mold the lesion afterwards. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: half and half contrast inflation fluid was used. No prior inflation were applied. The balloon did not fragment/detach and no intervention to remove, just needed a gentle but extra force to remove the balloon. No vessel injury was noted. Product analysis the device was returned with the balloon burst and the distal end of the inner stretched. The balloon burst approximately 55mm from the balloon bond, and approximately 25mm of the distal end of the balloon is still attached to the device at the tip seal, both markerbands are present on the inner, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.